Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. The catalog number and lot code for the implanted devices was not provided. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt feels like his hip comes loose and it pops and also feels pain."